Event description:
It was reported that pump experienced recurring malfunction alarms identified by malfunction code 12, with no notable events occurring before the issue and with multiple similar events previously reported on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using existing pump and would rely on alternate insulin method if needed, while technical support arranged a replacement pump under warranty, confirmed shipping details, instructed customer to place faulty pump in storage mode and return it within 10 days using provided materials, and advised customer to program settings and reconnect continuous glucose monitor once replacement pump was received.